Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and hemostasis was achieved using a second proglide device. There was no adverse patient effect. Though requested, no additional information was provided.

Event description:
It was reported through a service report that the brakes were not holding. It is unk if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4).

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Evaluation of the device found that the plunger, link, anterior needle, and both cuffs were not returned. Inspection of the returned device revealed a bent posterior needle tip and needle strike mark at the posterior foot. This is indicative of the posterior needle striking the foot during needle deployment instead of engaging with the cuff inside the posterior foot pocket as designed. Therefore, the reported cuff miss experience is confirmed. Also, a suture break was detected just distal to the pre-tied knot. A proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Also, there was no resistance felt while retracting the proxy plunger and removing the suture from the device that could contribute to the suture break. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable root cause for the posterior needle striking the foot which resulted in the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The probable root cause for the suture break could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.